Manufacturer narrative:
(B)(4). The customer returned multiple components from a 2-lumen cvc kit. The ars will be analyzed as part of this complaint investigation. Visual analysis of the ars syringe revealed signs-of-use in the form of biological material on the inside of the barrel. No other defects or anomalies were observed with the ars. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and moved back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not able to move to the bottom of the syringe. Therefore, the sample passed the push leak test. The syringe was successfully able to draw and aspirate water as intended. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report that the ars leaked in use could not be confirmed through complaint investigation of the returned sample. The ars sample passed both the vacuum and push tests. Additionally, the ars was able to successfully draw and aspirate water. A device history record review did not reveal any manufacturing related issues. Based on the sample received, the reported complaint could not be recreated through functional testing. Hence, no problem was found with the returned sample. Teleflex will continue to monitor and trend for report of this nature.

Event description:
The customer reports the ars (syringe) leaked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during patient use.